Event description:
It was reported that during a laparoscopic gastric sleeve procedure, the surgeon stated that after firing the black reload that he noticed some unformed staples closest to the cut line on the patient side. The surgeon stated that he over sewed his staple line to complete the procedure. There were no patient consequences. One device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.